Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification and no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. "Customer stated the display was not blank less than 30 seconds and did not return." "Customer stated display was blank currently." The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now in less than 8 hours after low battery warning. Customer stated battery compartment was neither damaged nor corroded. "Customer states the spring was neither damaged nor corroded." The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.